Event description:
It was reported that the right cylinder of the inflatable penile prosthesis (ipp) was explanted due to a tear in the cylinder. A new 16cm x 9.5mm cylinder was implanted on the right side. It was further reported that the patient had trouble inflating and deflating his device due to a lack of fluid beginning two weeks prior to the surgery. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Manufacturer narrative:
Device analysis: malfunction was reported. The ams700 cylinder was visually inspected and functionally tested. There was a leak in the cylinder body due to sharp instrument damage consistent with explant damage. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the right cylinder of the inflatable penile prosthesis (ipp) was explanted due to a tear in the cylinder. A new 16cm x 9.5mm cylinder was implanted on the right side. It was further reported that the patient had trouble inflating and deflating his device due to a lack of fluid beginning two weeks prior to the surgery. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.